Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. See attached file for more details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer reported that they were having problems with her pump and transmitter but doesn¿t know which. She received a calibration not accepted that lead to a change sensor. The customer reported that one morning her sensor was indicating she was low at 40mg/dl but her blood glucose was 190mg/dl, which was high. Customer stated that today the same sensor reading was indicating she was over 400mg/dl of sensor glucose but her blood glucose was 250mg/dl due to just eating. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose value of 40mg/dl. Suspend on low limit in sensor settings was 65mg/dl. Customer had a high blood glucose. Customer today had a high blood glucose of 250mg/dl when her sensor reading was indicating she was 400mg/dl. Patient's current blood glucose was 291 mg/dl. Customer has a headache. Customer has only used boluses on her pump to treat the high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer was advised to call back after receiving tubing clamp. The sensor will be returned for analysis.